Manufacturer narrative:
Following a review of the device history record for 06b08-1, all process and test criteria has been verified as complying with the permacol finished product specification. The investigation concluded satisfactory processing and packaging of tissue and resultant testing of product. There was no evidence to suggest any reason for potential product absorption, sterility or tensile strength concerns. Wound infections are not uncommon post surgery. The causes are opportunistic bacterial around the time of surgery. Local trauma / inflammation and blood / serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease, etc) further increases the chances of wound infection.

Event description:
It was reported that permacol was used in an obese woman who had a secondary closure of an open abdominal wound, stoma takedown and closure with permacol. The stoma was relocated at the same time. The surgeon reported that his patient presented with a wound infection that was explored revealing intact permacol around the suture line, but fragmentation in the center. The surgeon removed the entire implant and left the wound open.